Event description:
It was reported that during the procedure, the ultrawand device was primed with saline flow from a pressure bag, rather than with an IV pump as instructed in the IFU, and it was placed between the left inferior vena cava and the mitral annulus. The doctor applied some pressure to the ultrawand and 30 seconds after beginning the procedure, the physician heard a loud click noise, noticed some smoke coming from the pt's chest cavity and the pt developed av block. The doctor removed the ultrawand device and did not observe any damage to the pt's cardiac tissue or to the wand. The pt is reportedly in stable condition.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a followup report will be submitted. (B)(4).